Event description:
Customer reported the unicel dxc 800 pro synchron system had reagent probe leak. Customer also reported the triglycerides results were suppressed. The leak was about 50 ml and contained in the instrument. Customer reported no erroneous results generated. No exposure reported. Customer was wearing lab coat, protective eye wear, and gloves.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse confirmed the leak from reagent probe b. Fse reported the leak on the reagent probe b leading to the triglycerides suppressed results was caused by the collar wash valve. Fse replaced the valve and the issue resolved. (B)(4).